Manufacturer narrative:
The investigation is complete. It was determined that the returned devices could not be furher evaluated. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If additional information is received, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient presented multiple times with knee effusions. The surgeon drew fluid from the knee. The fluid was analyzed and showed increased levels of cobalt, titanium, and chromium. The patient underwent a revision surgery on (B)(6) 2021. The surgeon decided to re-implant the zimmer biomet compress. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. The device has been returned for evaluation. The returned device will be undergoing further testing at an approved supplier. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2021-00336; #3013450937-2022-00104.

Event description:
It was reported that the patient presented multiple times with knee effusions. The surgeon drew fluid from the knee. The fluid was analyzed and showed increased levels of cobalt, titanium, and chromium. The patient underwent a revision surgery on (B)(6) 2021. The surgeon decided to re-implant the zimmer biomet compress. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. The device is expected to be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2021-00336.

Event description:
It was reported that the patient presented multiple times with knee effusions. The surgeon drew fluid from the knee. The fluid was analyzed and showed increased levels of cobalt, titanium, and chromium. The patient underwent a revision surgery on (B)(6) 2021. It was reported that the taper of the male-female midsection looked corroded. The surgeon decided to re-implant the zimmer biomet compress. No additional information regarding this adverse event has been reported.